Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the rack pushrod on the pump was damaged. The customer did not disclose an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.